Event description:
A manufacturer representative reported interference when working along with a cardiac rhythm disease management (crdm) representative interrogating the implantable neurostimulator (ins). The representative was able to communicate with the ins and crdm was able to communicate with the pacer. The representative loses connectivity once the crdm representative interrogates. No patient symptoms were reported. It was reviewed they could try to use shielding to keep the interference down. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.